Event description:
On 7/22/24 an ilet user and their healthcare provider (hcp) reported the user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 6/27/2024. On (B)(6) 2024 the user experienced a loss of consciousness at a massage parlor around 1:45 pm, prompting the masseuse to call 911. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. The user's blood glucose dropped to 30 mg/dl for about one hour, but they are unsure if any back-up therapy was administered by emts. The user received IV treatment while hospitalized. The user has returned using the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs associated with the event could not be reviewed by the beta bionics failure investigation department as available data end on 6/20/24, prior to the described event date. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device on the reported event date, the performance of the device during the event cannot be evaluated, and the cause of the event cannot be determined.